Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium angled attachment was overheating and was wet with a soapy substance coming from the collar. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium angled attachment was overheating and was wet with a soapy substance coming from the collar. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for heat was not confirmed through functional evaluation. It is possible the device failed for heat, noise and vibration due to a breakdown of lubrication and corrosion. The attachment is not a repairable device and will therefore not be returned to the user facility.